Manufacturer narrative:
(B)(4). The customer reported that the error message 20003 appears at the start up of the machine and remains on the screen. There was no pt involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the error message 20003 appears at the start up of the machine and remains on the screen. There was no pt involvement.